Manufacturer narrative:
This device was included in a field action. Based on the information received and without the return of either the product or performance data, or completion of analysis, it could not be determined if this device performed as described in the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device was nearing elective replacement indicator (eri) but did not trip eri. The device was monitored monthly for charge time in which charge time tripped the device into end of life (eol) bypassing eri. The charge time was longer than expected causing eol. The device was removed and a new device was implanted. No patient complications have been reported as a result of this event.